Event description:
It is reported that during use of an everflex entrust stent to treat a type d long 100% stenosed lesion in the left sfa, stent deformation occurred in vivo during positioning/deployment. Vessel tortuosity was reported as mild and calcification was mild to moderate. Artery diameter was 6mm and lesion length was 400mm. No abnormalities reported in relation to anatomy. No embolic protection used. No damage noted to packaging. The device was prepped per IFU with no issues identified. A non-medtronic 0.018 guidewire and 6fr sheath were used. No excessive force used. No resistance encountered when advancing the device. The device did not pass through a previously-deployed stent. Lesion was predilated with pta 6/80. After positioning the stent and starting the deployment, when 1 cm of the stent was out the delivery system got stuck and the rest of the stent stayed inside. The system was disassembled, however full deployment wouldn¿t happen. Attempted to pull the whole system out but 2 pieces of stent stayed in place. The procedure was completed with 3 new stents (6 x 120) implanted through the two pieces that stayed in place. No patient symptoms or complications associated with this event. Patient is reported as ok after the procedure, no further follow up or treatment planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the device was returned dismantled the stent was confirmed as 150mm the pull wire was still attached to the deployment wheel and to the device kinks were observed to be approx. 12cm, 15cm and 19cm from the back luer of the device approx 2mm of the stent was exposed from the device, which appeared to be broken a kink was observed at the proximal end of the encapsulated stent at approx. 127 from the distal end. The stent could not be deployed by using the manual method. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.